Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Unable to verify display anomaly, button error alarm or keypads anomaly due to blank display. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive after being exposed to water. The customer's mother also reported that the display appeared to have water damage and was discolored. Blood glucose level at the time of the incident was over 300 mg/dl. Blood glucose level at the time of the call was 200 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.